Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure. According to the complainant, the procedure was successfully completed. During a follow-up visit on (B)(6) 2009, it was documented that the patient experienced a 20/100 visual analog pain score. During a follow-up visit on (B)(6) 2009, there was no report of pain and a "normal" pe was documented.

Manufacturer narrative:
(B)(6). (B)(6). (B)(4).